Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a ¿small tear or incision in the heater bag opposite the tubing entrance¿. This was observed while inspecting the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The sample was received with a medicinal administration port added to the heater bag line. Visual inspection noted a hole in the heater bag. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing noted a hole in the heater bag. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.